Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a bleed in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician placed a lantern delivery microcatheter (lantern) in the target vessel and successfully deployed and detached a ruby coil. While attempting to place another ruby coil, the physician determined that the ruby coil was too large and decided to re-sheath it and use it later in the case; however, the hospital technologist found that it was hard when pulling back on the ruby coil. Subsequently, the hospital technologist tugged the ruby coil and it unintentionally detached inside the lantern. Therefore, the lantern containing the detached coil was removed and the coil flushed out. The procedure was completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.